Manufacturer narrative:
Based on the results of the evaluation, insufficient information was received to confirm the event, or determine a root cause. It was confirmed that the associated device, exeter titanium stem custom made, (cat # hs10-01h700, lot # g2962844), and the alumina head do not contain any cobalt, chrome, nickel or methylhydroquinone. It was confirmed that they do not contain any cobalt, chrome, nickel or methylhydroquinone. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.

Event description:
Stryker (B)(6) received a letter on (B)(6) 2012 from a patient who had a revision hip procedure on (B)(6) 2010. The patient reported that the hip she received in (B)(6) 2010 was a cemented titanium device. The patient reported that since this device was implanted, she has suffered from rashes around the hip joint, increased crp (69), impaired renal function, bladder problems and mouth ulcers. The patient added that a urine sample showed very high levels of chromium and biopsies taken 6 weeks ago show high levels of chromium in tissue and fluid samples. The patient is currently on antibiotics and reported that she is in a lot of pain, disabled and losing weight. The patient has requested that stryker confirms the composition of the device and whether the device she received was titanium or nickel chromate.